Event description:
Caller reported a malfunction on the pump, identified as malf 12. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the malfunction recurs.